Event description:
It was reported that when the patient was being moved to the bathroom, a strip was printed that showed a possible loss of capture (loc). The patient had reportedly had syncopal episodes. Thresholds were tested and were stable, showing capture, and there were no signs of noise. Additional information indicated that there was a single out of range pacing impedance measurement and the impedance was jumpy another time. The physician opted to remove the system. The device was discarded. The leads were from another manufacturer. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was analyzed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. This device passed all returned product testing; however, boston scientific has initiated an investigation into the behavior described in the event description, including consideration of potential design enhancements, as deemed appropriate.

Event description:
Additional information indicated that pacemaker was returned and a device evaluation was completed.

Manufacturer narrative:
The evaluation conclusion code was updated.

Event description:
It was reported that when the patient was being moved to the bathroom, a strip was printed that showed a possible loss of capture (loc). The patient had reportedly had syncopal episodes. Thresholds were tested and were stable, showing capture, and there were no signs of noise. Additional information indicated that there was a single out of range pacing impedance measurement and the impedance was jumpy another time. The physician opted to remove the system. The device was discarded. The leads were from another manufacturer. No additional adverse patient effects were reported.